Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Health professional reported "capsulectomy and possible rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, d6a, d9, h3, h6. Clarification to b3 partial date of event: 2025 was provided. Laboratory analysis summary: the device related to the reported events rupture was received on march 26,2025 with lot number 2138582. Based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, creases, deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported "capsulectomy and possible rupture". This record is for the right side. The device was explanted.